Event description:
It was reported that the patient was unable to get the implantable pulse generator (ipg) charged back up after multiple attempts. It was suspected that the device failure was due to an electrocautery that was used during the back surgery of the patient. It was noted that back surgery was not related to the spinal cord stimulator (scs). The patient underwent a scs replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were disposed of by facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70 serial number: (B)(6) batch/lot number: 7023466 model/catalog description: coveredge 32 surgical lead kit 70 cm unique identifier (UDI)#: (B)(4).